Event description:
G2 ivc filter fractured in 2 placed with one fragment retained locally and one migrated to right lower lobe pulmonary artery. Filter removed, fragments retained. FDA safety report ID# (B)(4).